Event description:
It was reported that the user experienced elevated glucose for several hours and observed absent drops during a recent supply change, indicating a potential infusion set or cartridge/tubing prime issue; the user was guided to replace supplies, after which insulin delivery was resumed and glucose management continued. Symptoms included hyperglycemia with a blood glucose of 401 mg/dl. Outcomes included temporary interruption of insulin delivery with subsequent restoration after user troubleshooting.

Manufacturer narrative:
Investigation included customer interview and user education with guided troubleshooting. Investigation of this case revealed that replacing the supplies and properly priming resolved the issue, suggesting a delivery interruption related to setup. It was concluded that the event was consistent with hyperglycemia due to an infusion delivery issue that was corrected through user-directed corrective action. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.